Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual evaluation was performed, the implant has signs of use with debris on its external threads. The implant was damaged during removal. The implant¿s drive feature was damaged. There was a fractured mount hex stuck inside the implant. The mount was not returned. The customer confirmed that the mount fractured occurred during removal. DHR review was completed for the subject lot number 1288515. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1288515 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged drive feature¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the hex of the implant is damaged and it did not allow the removal of the mount during implant placement. Another implant was placed. Inflammation reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification PMA/510(k) #: k013227.